Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a shock impdance measurement greater than 125 ohms. A revision procedure was performed and the rv lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, insulation abrasion was observed through to the distal high voltage cable, rubbed to the point of fracture 95mm through 125mm from the tip. The damage appeared to have been the result of lead on lead contact within the heart.